Event description:
Operator error in programming the device, which resulted in the patient receiving more medication that intended. The pump was porgrammed to deliver tpn; however, no specific programming parameters were provided. At an unspecified time, it was reported that when the clinician "went back to check, the bag was empty." There were no reported adverse patient effects. Though requested, the customer declined to provide additional information.